Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the phenomenon "connection failure" was not reproduced, it is possible that the problem was caused by dirty electrical contacts on the video connector. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to a pinhole on video cable, water tightness was lost; bending section cover had a scratch; adhesive on bending section cover had a chip; protector of the video section had a scratch; video connector case had a crack; video connector was deformed; due to damage on control section, angulation lever does not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had poor connection causing a 10 minute delay. The issue was found during a therapeutic inguinal hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.